Event description:
Information received indicates the foot hi/low function is drifting down.

Manufacturer narrative:
The technician tightened the loose hose fitting to the foot hi/low cylinder to repair the bed.